Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient wondering if skin irritation was a possible adverse event. The patient then reported that "while" "the" do not normally feel stimulation, "but" the device does help their symptoms, "the" felt stimulation too strongly and it felt like stimulation was shocking and burning them so stimulation was reduced. The patient indicated that it was not a normal shocking and it was like they were being electrocuted and while the patient had already turned stimulation down and off the issue had already caused an "ulcer." Then at night the patient felt irritation in their bike seat, but at the time of the call it was like a burn and there was a "blister from the inside out about the size of a nickel." According to the patient this was the 3rd time the issue had occurred, but it was by far the worst time. The patient reported that they could not sit on that area now and the location was described as the where the labia ends and inside the buttocks. The patient then reported that one of the times that the device shocked the patient (about a year prior) was during intercourse and both the patient and their husband had a small burn in the same "placed" "where their bodies had lined up" which eventually turned into a little blister that looked like a hot grease burn, but it wasn't big or really that bad. The patient then noted that t"he" have another neurostimulator from a different manufacturer implanted in their back and when they attempted to change the other stimulator they noticed that the stimulator was turned off, but the patient had not turned it off and wondered if their bladder stimulator had caused their back stimulator to turn off. The patient reported that they turned their back stimulator back on and it seems to be working fine and helping the patient. The patient indicated that after turning their bladder stimulator off their symptoms seemed to have resolved. The patient was advised to follow-up with their healthcare provider (hcp). There were no further complication reported or anticipated.